Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads had high impedances and patient lost effective therapy as a result. One lead was fractured which was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 during which the s1 lead was partially explanted and s2 lead was fully removed. Two new leads were implanted. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.